Manufacturer narrative:
The device was not returned to ventec for an evaluation. The cause for the reported issue could not be determined.

Event description:
It was reported to ventec that a patient was on the vocsn and was being managed for organ harvest. The hospital experienced difficulty managing the patient on the ventilator and had to bag the patient to resolve the issue. Once the issue was resolved, the patient would be placed back on the vocsn and in 20 minutes the patient would begine to decompensate again. The patient was then placed on another ventilator with no other issues. There was patient involvement associated with the reported event; however, no further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.